Event description:
It was reported that the device was used during an unknown procedure. The device would not deliver the staples. The case was completed using a same like device. There were no consequences to the patient.